Event description:
It was reported that during a pre-operational interrogation it was discovered that the device had an electrical reset and all programming was lost. The device was reprogrammed based on the settings from the last remote interrogation. It was further reported that the right ventricular (rv) lead had elevated thresholds, loss of capture, and undersensing. The device and the rv lead were explanted and replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned and analyzed. No anomalies were found. (B)(4) the distal segment of the lead was returned and analyzed. The proximal conductor was fractured. Blood was noted in/on the helix/lobe mechanism and the outer tubing was kinked/buckled. Cosmetic environmental stress cracking and a breached cut were observed on the outer tubing overlay.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the lead is in process; the results will be forwarded when available. Evaluation summary: (B)(4) the device was returned and analyzed. No anomalies were found.

Event description:
It was reported that during a pre-operational interrogation it was discovered that the device had an electrical reset and all programming was lost. The device was reprogrammed based on the settings from the last remote interrogation. The device remains in use. No patient complications have been reported as a result of this event. It was further reported that the right ventricular (rv) lead had elevated thresholds, loss of capture, and undersensing. The device and the rv lead were explanted and replaced. No patient complications were reported as a result of this event.

Event description:
It was reported that during a pre-operational interrogation it was discovered that the device had an electrical reset and all programming was lost. The device was reprogrammed based on the settings from the last remote interrogation. The device remains in use. No patient complications have been reported as a result of this event.